Event description:
Same case as MFR#: 2134265-2010-03009, 2134265-2010-03022. It was reported that during a percutaneous transhepatic cholangiogram and biliary tube placement there were difficulties removing and withdrawing from the catheter. They had a amplatz hi-perf s/s xch/035/180 (bx/1) guidewire in and flushed the flexima biliary reg ro 8f/35cm drainage catheter. While advancing the plastic cannula, the wire and cannula became stuck in the drainage catheter. They tried to pull back and ended up stretching the cannula at the distal marker. They cut the catheter and were able to remove the flexima. They then used a non bsc wire which did not get stuck and used another flexima biliary reg ro 8f/35cm and the plastic cannula became stuck as well. The wire was not in at this time. They force flushed at the hub and the flexima remained inside the patient. They were able to remove the cannula. The procedure was completed with another of the same device. The patient was in great deal of pain and was treated with medication, however, the patient status is "ok".

Manufacturer narrative:
Device evaluated by manufacturer: residue was present in the flex cannula to indicate use. The catheter device was not returned. From a visual evaluation, it was found that the flex cannula was kinked, flattened and stretched out of shape. The exact length of the flexible stiffening cannula could not be measured at this time due to condition of the cannula (extrusion being drawn out/stretched). Based on the product analysis, it appears that distal end of the flex cannula was stuck inside the distal tip of the catheter making it difficult to remove the flexible cannula from the catheter device and the flex cannula extrusion was kinked and stretched during customer's attempt (excess force) to separate the flex cannula from the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (6)(B) (4)

Event description:
Same case as MFR#: 2134265-2010-03009, 2134265-2010-03022. It was reported that during a percutaneous transhepatic cholangiogram and biliary tube placement, there were difficulties removing and withdrawing from the catheter. They had a amplatz hi-perf s/s xch/035/180 (bx/1) guidewire in and flushed the flexima biliary reg ro 8f/35cm drainage catheter. While advancing the plastic cannula, the wire and cannula became stuck in the drainage catheter. They tried to pull back and ended up stretching the cannula at the distal marker. They cut the catheter and were able to remove the flexima. They then used a non bsc wire which did not get stuck and used another flexima biliary reg ro 8f/35cm and the plastic cannula became stuck as well. The wire was not in at this time. They force flushed at the hub and the flexima remained inside the patient. They were able to remove the cannula. The procedure was completed with another of the same device. The patient was in great deal of pain and was treated with medication, however, the patient status is "ok".